Event description:
It was reported that during a lap cholecystectomy procedure, the device was firing out clips during the case. The clip was being shot out of the jaws prior the clip being formed. Another device was opened and the case was completed without further problems. No patient consequences. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the jaw and cam broken off from the left side. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw and cam condition. An investigation has been initiated to determine the cause of this issue.